Manufacturer narrative:
The product is not being returned, which precludes conducting a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contribute to the nature of the product complaint. Our results indicate that this batch of product was precessed without incident and therefore, there is no internally assignable cause for the reported problem. Outside of the possibility that the user may have exerted off angle mechanical force while manipulating the assembly, we cannot determine a root cause for the reported device failure. At this point in time, no corrective or further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It is being reported that during an arthroscopic shoulder repair, a portion of the distal tip of the anchor inserter broke off into the anchor, and remains therein captured securely in the bone. The procedure was concluded successfully without further issue or harm to the pt. Complaint device discarded at user facility.